Manufacturer narrative:
During inspection and testing, the reported issue (leakage) was confirmed. It was observed that there was a leakage due to a scratch on the bending section cover. In addition, service found the bending tube was deformed, and the bending cover and the insertion section were aging and discolored. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device exhibited a leakage. The reported issue was observed while reprocessing the subject device. There was no harm or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the bending cover had crystals which were suspected to be protein crystals and the coating of the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation (bending cover had crystals and coating peeling off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress/chemical stress during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.